Event description:
It was reported that when the voyager nc balloon catheter was inflated to 8 atmospheres, the balloon ruptured. Another 3.75 x 12 mm voyager nc was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the product was returned and analysis preformed, which confirmed the reported balloon rupture. A definitive root cause was unable to be identified as the device passed all manufacturing leak tests. A query of the complaint-handling database indicated that there have been no similar complaints from this lot. During further records review, the observed occurrence rate is within the expected rate of occurrence. This type of reported complaint will continue to be monitored per local quality procedures.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.